Event description:
Ms. (B)(6) had a fall on (B)(6) 2009. Ms. (B)(6) was sitting in a wheel chair with a iq duo seat belt alarm attached and intact. Alarm didn't sound when ms. (B)(6) stood up and then fell. Nursing staff stated that iq duo seat belt alarm was attached appropriately.